Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 24 mmol/l (432 mg/dl) after approximately 5-24 hours of pod wear on the arm. Upon inspection of the pod, the patient observed that the cannula had dislodged from the infusion site and was no longer properly inserted into the skin, leading to insulin leakage. Upon pod removal, the cannula was found to be bent and flat, and bleeding was observed at the infusion site. The patient addressed the elevated blood glucose with a manual insulin injection of 12-13 units and subsequently applied a new pod. No medical intervention was reported.